Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext. Other relevant device(s) are: product ID: neu_unknown_ext. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that patient's wife was trying to take the gauze off the incision site and was cutting around the wire to not pull it out when she cut the wire. Support link advised to reach out to the clinician for further instructions. On an additional call patient reported having trouble with the programmer as it is not communicating with the external device. Support link tried to troubleshoot but it would not connect. Support link advised to make sure patients physician is aware of it. No symptoms were reported.